Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)). Will not power up" was confirmed during functional testing. The root cause of the customer reported complaint was determined to be a damaged battery connector. The damage is consistent with the battery insertion without removing the protective cap per the IFU. This is most likely a user error. During visual inspection, the battery cable was observed to be damaged, related to the reported complaint. The observed physical damage appeared to be the characteristic of user mishandling. Based on the archive review, no errors were found. The autopulse platform failed the initial functional test due to the device not powering up, thus, confirming the reported complaint. Due to a damaged battery connector, the autopulse li-ion battery could not make contact. The battery cable was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported the autopulse platform (sn (B)(4)) will not power up. The platform was being tested after returning from preventive maintenance (pm). The platform was tested with multiple fully charged autopulse li-ion batteries with the same result. The batteries performed as intended in other platforms. No patient involvement.